Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, and scanning electron microscopy (sem) analysis there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located below the knee that was heavily calcified and heavily tortuous. The 2.5x20 mm rx trek balloon ruptured during use in the patient (number of inflations and atmospheres not provided). The balloon catheter was able to be removed from the patient successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.